Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was constipation and frequent loose motion. On an unreported date, the patient started treatment with fortum (1gm, ip, every day) and vancomycin (1gm, ip, every 5th day). It was not reported if the patient remained hospitalized. It was unknown if peritonitis had resolved. It was not reported if the events of constipation and loose motion had resolved. Dianeal therapy was ongoing. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement for the events of constipation and loose motion was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.